Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and ketones were present. Customer was vomiting. A high bg alert was received via the pump. A correction bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and elevated bg. Intravenous insulin was administered; elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer reported the infusion set cannula was kinked and cause of event. The type of infusion set was not known.